Event description:
This 80 y/o female was admitted on 7/31/97 for tia. On 8/1/97 an IV of 500 cc of d5w with heparin 20,000 units to run at 26 cc per hour was hung. The IV was totally infused in one hour and 45 minutes. Ptt was >200. Pt was transferred to ICU and was given protamine sulfate. She had small 5 cent size hematoma on her lip. By 8/2/97 she developed a 10 x 10 cm eccymosis of left anticubital area. She was discharged to home on 8/9/97.